Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 7. The pt's ultrafiltration reading was 1772ml indicating the home pt (hp) drained 1772 ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 3772ml (2000ml + 1772ml). During a follow-up call with one of the home pt's (hp) nurses, the nurse stated that they did not have any details of the specific incident but did say that the hp did not report experiencing any symptoms of fullness or discomfort associated with the incident. The nurse did not have any additional info. However, the nurse indicated that the hp is doing very well and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
510(k) number: k923065. Evaluation summary: the cycle by cycle ultrafiltration log does not contain sufficient data to determine the most probable cause of this overfill. However, the probable cause is fibrin blockage and/or multiple cycles advanced to fill when slow/no flow occurred above the minimum drain volume threshold. Therefore, it is possible that the hp drained the minimum drain required (85% of the fill volume as programmed in their homechoice) during previous drain cycles and drained the remaining 15 % at a later point in therapy ( drain 7). The device will be routed to the service area.